Event description:
Bayer case number: (B)(4) device perforation [perforation of organ] , abnormal pain [pelvic pain female] , abnormal bleeding [genital bleeding] . Case narrative: this spontaneous case was reported by a healthcare professional and describes the occurrence of perforation ("device perforation"), pelvic pain ("abnormal pain") and genital haemorrhage ("abnormal bleeding") in a 39-year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, one day after essure insertion, she experienced pelvic pain (seriousness criterion medically important) and genital haemorrhage (seriousness criterion medically important). On unknown date she experienced perforation (seriousness criterion medically important). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. The reporter considered genital haemorrhage, pelvic pain and perforation to be related to essure administration. The reporter commented: additional context: she is very healthy. She is devastated with her complications post-essure. Other products: no. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Device perforation / r perforated through the cornua of the uterus [uterine perforation], at least once device has fractured [device breakage], abnormal pain [pelvic pain female], abnormal bleeding [genital bleeding]. Case narrative: this spontaneous case was reported by a healthcare professional and describes the occurrence of uterine perforation ("device perforation / r perforated through the cornua of the uterus"), device breakage ("at least once device has fractured"), pelvic pain ("abnormal pain") and genital haemorrhage ("abnormal bleeding") in a 39 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the day of essure insertion, she experienced uterine perforation (seriousness criterion medically important) and device breakage (seriousness criterion medically important). On (B)(6) 2012 she experienced pelvic pain (seriousness criterion medically important) and genital haemorrhage (seriousness criterion medically important). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. The reporter considered device breakage, genital haemorrhage, pelvic pain and uterine perforation to be related to essure administration. The reporter commented: additional context: she is very healthy. She is devastated with her complications post-essure. Other products: no. This patient has essure since 2012. Based on current imaging at least once device has fractured and/or perforated through the cornua of the uterus. She has had significant pain and abnormal bleeding since their placement. We are trying to get her records, she was a refugee at the time of placement and tracking them has been more difficult. I do not have the device information. We are going to proceed to hysterectomy as treatment. Diagnostic results (normal ranges are provided in parenthesis if available): [imaging procedure] (date unknown): at least once device has fractured and/or perforated through the cornua of the uterus. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-mar-2026: event perforation is updated to uterine perforation. Additional event device breakage added. Reporter information updated. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Device perforation [perforation of organ] abnormal pain [pelvic pain female] abnormal bleeding [genital bleeding]. Case narrative: this spontaneous case was reported by a healthcare professional and describes the occurrence of perforation ("device perforation"), pelvic pain ("abnormal pain") and genital haemorrhage ("abnormal bleeding") in a 39-year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, one day after essure insertion, she experienced pelvic pain (seriousness criterion medically important) and genital haemorrhage (seriousness criterion medically important). On unknown date she experienced perforation (seriousness criterion medically important). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. The reporter considered genital haemorrhage, pelvic pain and perforation to be related to essure administration. The reporter commented: additional context: she is very healthy. She is devastated with her complications post-essure. Other products: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-jun-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.